Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. System diagnostics recorded on all lead contacts and the physician suspects that the lead may be fractured. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded on all lead contacts and the physician suspects that the lead may be fractured. Surgical intervention may take place to address the issue.